Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a delay of therapy was noted during use of an unspecified high volume access set. The issue occurred during patient infusion with cisplatin on a baxter pump. The volume to be infused was increased twelve (12) times resulting in the delay. There was no report of patient injury or medical intervention associated with this event. No additional information is available.